Event description:
Procedure type: total abdominal hysterectomy. According to the reporter: the stapler misfired during the procedure. A new device was opened to complete the case. There was blood loss of 500ml. No delay in operating room time or tissue damage reported.

Manufacturer narrative:
(B)(4).